Event description:
It was reported that the table locks was not actuating due to power loss, causing to the tabletop to unexpectedly move in both longitudinal and lateral directions without resistance (free float). There was no injury reported. This situation could contribute to an injury if a patient or operator were unaware of this condition while loading or unloading a patient. The ensuing instability could lead to a fall.

Manufacturer narrative:
Ge field engineer (fe) found that the power loss was caused by a blown fuse at the base of the table. The fe replaced the fuse and verified that the table locks were performing as expected.